Event description:
Patient was undergoing embolectomy procedure for cerebral infarction using local anesthetic. During operation with a (B)(4) guide wire, penumbra 3max reperfusion catheter, and penumbra 5max reperfusion catheter in the patient, the patient moved abruptly. Angiograph later revealed perforation of a blood vessel with the 3max and 5max reperfusion catheters. Heparin reversal and inflation of balloon guide catheter were given as remedial action. These actions stopped the bleeding, but a drop in blood pressure was noted. Physician¿s comment: it is possible the perforation occurred when the 3maxc was pushed by itself during the procedure. It is also possible that the 3maxc and 5maxc were operated without knowing the (B)(4) guide wire had perforated the vessel.

Manufacturer narrative:
Conclusion: perforations are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00339. Hospital disposed of device.